Event description:
This case was reported by a consumer and described the occurrence of unilateral deafness in a (B)(6) year-old female pt who received oral moisturisers (biotene dry mouth oral rinse (213 formulation) mouthwash for an unk drug indication. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. On an unk date, the pt started oral moisturisers (dental). On (B)(6) 2014, the pt experienced unilateral deafness, allergic reaction, swelling of face, lip swelling, strange feeling in throat, possible drug interaction and device misuse. The pt stated that she feels she had a drug interaction while using fixodent and biotene oral rinse together. She stated that she poured biotene oral rinse into an empty bottle of biotene mouth spray and used it as a spray (device misuse). She stated that her ear felt like it was going deaf. She reported that when she went to the emergency room, she was treated with steroids of some kind, pepcid, and a third unk medication. She reported that she did not need to be hospitalized. This case was assessed as medically serious by gsk. The pt was treated with steroid (steroids), famotidine (pepcid), salbutamol sulphate (albuterol), diphenhydramine hydrochloride (benadryl) and unk. Treatment with oral moisturisers was continued. At the time of reporting, the events had resolved, the outcome of device misuse was unk.

Manufacturer narrative:
The MFR's report number for this case is (B)(4). Biotene dry mouth oral rinse is manufactured in (B)(4). The product lot number 3d27c1. The product has not been returned (not available). (B)(4). Adverse event term(s): deafness unilateral, hypersensitivity, swelling face, lip swelling, oropharyngeal discomfort, drug interaction, device misuse.